Event description:
It was reported that the atrial lead dislodged 10 days post implant. The physician attempted to reposition multiple times without success. The lead was explanted and the end of the lead/helix was completely covered with tissue. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; large amount of tissue was found on the helix; it was observed the outer insulation was breached cut and the helix was distorted/bent, apparent explant damage; full lead analyzed.